Manufacturer narrative:
The reported event of high impedance measurement was confirmed upon review of the device data. The device was above elective replacement indicator (eri) when received. Electrical and mechanical analysis was normal with no anomalies found. The anomaly observed in the field could not be reproduced.

Event description:
Related manufacturer reference number: 2017865-2023-38854. It was reported that the patient presented for a generator change. It was noted that the right ventricular lead exhibited high impedance. It was unknown if the high impedance was due to the lead or the implantable cardioverter defibrillator. The lead was capped and replaced, and the device was explanted and replaced on (B)(6) 2023. The patient was in stable condition post procedure.